Event description:
The customer reported that the m1663a ECG trunk cable failed during device operational checks. There was no pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.